Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's daughter and customer beliefs that the insulin pump is calculating bolus amount on its own and start bolus delivery automatically. Nothing further was reported.